Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-03643 & 03664 & 04085).

Event description:
During a hip revision procedure, the surgeon attempted to implant a size 13 stem, but it sat proud. A size 12 stem was then attempted to be implanted; however, the stem loose. The procedure was completed with the original size 13 stem sitting proud.

Manufacturer narrative:
UDI: (B)(4).